Event description:
Caller states that during a correlation study the following coaguchek system/lab results were obtained: patient 1: 1.7 inr/2.7 inr; patient 2: 1.6 inr/2.3 inr. No treatment information provided. No adverse event reported. Requested return of suspect device and replacement was sent.